Event description:
It was reported that a physician attempted to novasure endometrial ablation on (B)(6) 2014 and received three unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and visualized a "possible perforation with the novasure device tip on the pt left side". The procedure was aborted. No intervention was required and the pt was discharged home. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).